Event description:
During intubation, while using a disposable video bronchoscope, the bronchoscope was torn during the operation. The optical fiber separated from the body of the bronchoscope. The patient outcome was not affected.

Manufacturer narrative:
Based on information from the customer, the bronchoscope was used with double lumen tube (dlt) size of 41 fr during intubation. It was also informed that the customer used force to remove the bronchoscope in the dlt, and therefore it was torn. It was possible to verify the reported failure (torn, separating the optical fiber from the body of the bronchoscope) from the complaint photo provided by user. A simulation test was carried on a rention sample from the same lot. Based on the simulation test result, it is suspected that the bending section could have been unintentionally activated during withdrawing of the bronchoscope. The bronchoscope has then got stuck at the end of the dlt, and the use of excessive force to pull it out, can eventually make the optical fiber to separate from the body of the bronchoscope. According to the IFU(492 476 000 - v06 - 2023/03. Tcc 11378) section 1.4, the following warning statements mentions that the endoscope must be in a straight position when withdrawing the endoscope: warning item 12. "Do not use excessive force when advancing, operating or withdrawing the endoscope." Warning item 14. "Always watch the live endoscopic image on the displaying unit when advancing or withdrawing the endoscope,operating the bending section or suctioning. Failure to do so may harm the patient." Warning item 18. " when withdrawing the endoscope, the distal tip must be in neutral and non-deflected position. Do not operate the control lever, as this may result in injury to the patient and/or damage to the endoscope." Furthermore, the IFU mention as a caution item 4. "Do not exert excessive force on the bending section as this may result in damage to the equipment. Examples of inappropriate handling of the bending section include:.... Operating it inside an ett or in any other case where resistance is felt." Ambu production and quality control perform 100% visual and bending functionality inspection on each of scope to ensure they are in good condition prior to shipment. Production, industrial engineering and quality control have been made aware of this feedback via quality alert.